Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. The device passed prime test, displacement and basic occlusion tests. Pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Pump was monitored. All operating currents tested within specifications range. No unexpected battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was performed. The device was returned for analysis.